Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an extraction of a maxillary central incisor. Demineralized bone matrix putty was implanted in the site. At 14 days post-op, during a routine follow up, the patient reported redness and pain with mobility of the implant. The patient underwent a revision surgery to remove the implant. The patient is healing well, and another surgery to replace the implant is planned in approximately 3-4 months.